Event description:
His blood glucose readings had been erratic. He rec'd a reading of 92 mg/dl and within 2 minutes, a reading of 267 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to readings. The strips are to be returned for evaluation, and replacement strips will be sent.